Event description:
It was reported by the customer allergies during installation, when fitting the PICC. The fitter thinks it's an allergy to the ECG stylet. Additional information received on 4/16/2025: patient developed an itchy throat, cough, flushed face, then fall in bp after positioning the PICC in the cavoatrial junction and was treated with antihistamines, adrenaline, place 2nd "vvp", etc. Customer reported "management as al shock when in doubt and anaphylactic shock." Symptoms resolved after about an hour. Patient was treated at the echo chamber and then intensive care unit (ccu). Customer believes this is an allergy to the stylet because a case already exists in the literature and allergy tests were negative to al. Subject stylet was discarded.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.